Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was shutting down suddenly. Fse confirmed that the problem with flex vision pc. The fse replaced the old flexvision pc and hard disk and installed the software. After replacement of the flexvision pc and hard disk and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Problem code grid was corrected.

Event description:
It has been reported to philips that the system shut down suddenly. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system stopped working on 00:00 time . Troubleshooting actions showed a problem with the flexvision pc. The fse tried to reinstalled the software, but was failed. Philips has started an investigation of this complaint.